Event description:
Additional information was received from the healthcare provider (hcp), reporting that the patient's ins was not programmed in bipolar configuration of 8/9 electrodes. The hcp reported that the patient continued to be programmed in monopolar settings as was noted from the initial programming of the device. The hcp reported that the cause of the low impedances was not determined, but it had been present at the initial programming. The hcp reported that no action would be taken for reprogramming from the current parameters. The hcp also reported that the patient did not have the MRI completed due to these findings. The MRI appointment was cancelled before arrival. The hcp reported that the low impedances have not been resolved. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep), confirming that the lumbar MRI was not related to any device or therapy issue. The rep also reported that the low impedances/short have not yet been resolved. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that during an MRI for a lumbar a short was discovered on contacts 8-9 which showed as 34 ohms. There were no related patient symptoms. No further complications are anticipated. Thepatient's indication for implant is essential tremor and movement disorders.